Event description:
A code blue was called after a respiratory therapist was transitioning patient from trach mist to a ventilator. Attempts to replace the vent tubing onto trach were unsuccessful, as hub of vent tubing did not seem to fit over the trach adaptor. A 5.5 pediatric bivona trach was emergently placed with immediate improvement. The flextend type tubes are very hard to take off. Respiratory supervisor stated that the respiratory therapist put the rubber piece back on backwards. Strength: 6.0 diameter. Therapy start date: (B)(6) 1917.